Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3093-28 lot# v979271 serial# implanted: (B)(6) 2012 explanted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported not having any problems until a week ago where the right side of the body started hurting; the pain was sudden and hurt ¿so bad¿ the patient could not ¿hardly stand it.¿ the patient thought the pain was with their right kidney. Cause, actions, and outcome remain unknown. Follow up was conducted to obtain additional information. The indication for use included gastrointestinal/pelvic floor and urinary dysfunction. Additional information received as patient reported that lead had turned sideways in body. Patient did xrays and confirmed that. X-ray were done (B)(6) 2016. It moved and turned and that was why it was not working correctly. Patient reported that their healthcare professional (hcp) went and in and turn back correctly or leave like it was. They got botox put in every 3 months. Patient had cirrhosis of liver and could not do botox. Urgency was so bad that they could barely get to bathroom. Patient started noticing 6 months of the urgency. Patient did not have therapy and there was change in urine control.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.